Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone that the insulin pump had insulin flow block alarm. Customer¿s blood glucose was 166 mg/dl at the time of incident customer reported alarm did not occur during fill tubing. Customer reported event was resolved by reservoir change. The reservoir will not be returned for analysis.